Event description:
The site reported the following: a male patient with vascular disease underwent a procedure of the right superficial femoral artery (sfa) due to a partial occlusion. A jetstream xc 2.4 atherectomy catheter was started blades down in the proximal sfa and advanced to the hunter's canal. Upon extraction of the catheter it lost aspiration. The catheter was removed from the patient, rinsed with heparinized saline and then aspiration resumed while the catheter was still on the table. The catheter was then placed back into the patient with blades up and after operating for 30 mm the catheter again stopped aspirating. The jetstream catheter was then removed from the patient. An angiogram revealed a distal embolization in the tibial artery which the previous angiogram had shown to be patent. A thrombectomy catheter was then used and removed most of the distal embolization, however, some embolization remained. The physician then started thrombolytics which infused overnight. The next day an angiographic procedure was done to attempt to re-establish blood flow in the tibial artery, but was not successful. The following day the patient underwent a right below the knee amputation.

Manufacturer narrative:
The jetstream xc 3.4 atherectomy catheter was received and examined by product analysis. Visual examination revealed foam in the aspiration line, which indicates a blockage. The rest of the unit appeared to be in good condition with no other observable defects or damage. An aspiration test was performed on the catheter and it failed, which indicated a blockage in the aspiration line. The catheter was cut open and foreign material was plugging the aspiration line. Based on the review of previous complaint records and the analysis steps, the cause of the reported problem is an occluded aspiration line. Due to the aspiration line being obstructed the customer may have experienced performance issues. This event is considered reportable as the association between the jetstream device and the noted event which required additional intervention cannot be conclusively ruled out.